Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that during use a bd vacutainer® safety-lok¿ blood collection set was found leaking as ¿the users of the blood collection system complain about serious blood leakage from the np cannula (which penetrates the tube) during blood sampling procedure. This happens because the np sleeve doesn't return to the proper position in order to cover the np cannula and stop the blood flow, during the switching of the tubes.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for sleeve leakage with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation and testing and upon completion, no issues were observed relating to sleeve leakage as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for sleeve leakage with the incident lot was not observed as all samples met the required specifications. Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.